Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty occurred. The 90% stenosed lesion was located in a moderately tortuous, severely calcified proximal rca. The lesion was predilated with a 3.0 x 9 mm maverick balloon. The physician deployed a taxus express2 3.0 x 8 mm drug eluting stent but was unable to inflate the balloon higher than 10 atms. The physician deflated the balloon and reinflated it forcefully to expand the stent. No pt complications occurred. Pt status is satisfactory.